Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. Since the lot number was not provided by the customer, a review of the customer's shipment history was performed to identify a potential lot for the suspect device. This review identified two lots that have been shipped to the customer since may 2007: 9476547 and 9524916. A device history record for these lots was performed; no anomalies were noted. A search of the complaint database revealed two additional complaints were reported from the same customer for the same failure mode in which these lots were identified as possible lots for the suspect devices.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on august 14, 2007, that a bronchoscopy procedure using a pulmonary biopsy forcep was performed (pt age, gender, and weight unk). Reportedly, the pull wire broke during the procedure. The physician completed the procedure with a second pulmonary biopsy forcep. No pt complications were reported as a result of the broken pull wire.